Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 694758 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient received five shocks from their implantable cardioverter defibrillator (ICD); however, they were told by a nurse that the patient should have only received one shock. The ICD remained in use until it was eventually explanted. No further patient complications have been reported as a result of this event.